Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device.

Event description:
Dexcom was made aware on 01/11/2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4). Referenced com-(B)(4) is not associated with the reported events and was documented in error.